Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and the completed the device evaluation. Failure analysis confirmed the reported failure. The unit was tested on an in-house system and the unit failed in normal mode as the boards were not detected. The clockspring fiber cable was swapped with new one and the error no longer occurred. The original clockspring fiber cable was reconnected and the errors returned. The clockspring assembly will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the customer experienced several non-recoverable faults. The customer attempted troubleshooting by removing the instruments and performing a power cycle but the system faulted once again. The intuitive surgical, inc. (Isi) technical support engineer (tse) also attempted troubleshooting but again the issue persisted. At that point, the customer decided to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi made multiple follow up attempts and obtained the following additional information: the customer stated that after the second power cycle, the system worked for about a minute and then faulted again. While she was on the phone with isi technical support, is when the surgeon decided to covert the procedure to laparoscopic. The customer also confirmed no patient harm. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the universal surgical manipulator (usm) to resolve the issue.